Manufacturer narrative:
This ipg serial number was included a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with scs system for off-label use. The patient has two scs systems, and this record pertains to the peripheral system. It was reported the patient had difficulty charging the ipg, and therefore the patient stopped charging the ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.